Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien was not authorized to repair the unit. The customer reported to have inspected the device and could not duplicate the reported failure. The unit passed extended self testing.